Manufacturer narrative:
Additional narrative: (B)(4). The reporter¿s complete address was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran in the off an reverse positions. It was further observed that the electronic control unit and electric motor were damaged and the internal components were worn. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear on the electronic and mechanical components from repeated sterilization and use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery reamer/drill device did not work in the forward position. During in-house engineering evaluation, it was observed that the device ran in the off and reverse positions. It was further observed that the electronic control unit and electric motor were damaged and the internal components were worn. The event was not reported to have occurred during surgery. There were no delays to the planned surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.